Manufacturer narrative:
Subject device is not available.

Event description:
During the stenting procedure, the guidewire (subject device) was broken. After removing the guidewire, angiography imaging showed approximately 15 cm of the guidewire remaining into the patient internal carotid artery (ica). The physician tried to remove it with a gooseneck device without success. The physician decided to deploy another stent in order to fix the position of the broken guidewire and completed the procedure. There were no clinical consequences to the patient.